Event description:
I started having excruciating pain in my right breast. Over the next two years, I continued to develop symptoms I now know to be common in breast implant illness. I have been seen by numerous specialists, including (B)(6) for the following symptoms: breast pain, dizziness, numbness in my extremities, tingling in my torso, blurry vision, difficulty swallowing, trouble coordinating my feet for walking, etc. Despite multiple tests, mris, a lumbar puncture, blood word, etc., no cause could be found for these symptoms. In (B)(6) 2018, I had my breast implants removed (after learning about breast implant illness a few months prior). The surgeon found silicone shell of my right mentor saline implant to be deteriorated, even though several previous MRI's and ultrasounds had shown the implant to be intact. My breast pain resolved immediately after surgery, and the rest of my symptoms lessened dramatically. I am now trying to further detox myself from the breast implants in order to stop the brutal autoimmune response that was happening in my body. FDA safety report ID # (B)(4).